Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dirty tip clamps in the reported problem area of the pipette assembly. All the tip clamps and three plunger clamps were replaced. The instrument was inspected, tested without further problem, and returned to svc.